Manufacturer narrative:
The event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) to manage urinary dysfunction. It was reported that the patient had a loss of therapy. The caller stated that the patient was "going to the bathroom every 15 minutes". The caller stated that they are having trouble connecting the patient programmer (pp) with the ins. Patient services instructed the caller to try using the antenna. This resolved the issue and they were able to connect to the ins. The pp showed that the stimulation was off and the patient is on program 4 at 3.0v. Patient services helped the patient turn stimulation back on and they felt stimulation. The caller stated that the patient went through airport security 2 weeks ago, and that it is possible that the security devices turned the stimulation off inadvertently. No further complications were anticipated/reported.